Event description:
It was reported that during a renal artery stenting procedure, balloon deflation difficulties were encountered. The lesion was located in the calcified left renal artery. Access to the left kidney was obtained via a v18 guide wire and the lesion was predilated with a 20x6mm balloon catheter. The 7x19x90 cm express vascular sd stent delivery system (sds) was advanced against resistance to the lesion and deployed successfully. Following stent deployment, difficulty was experienced deflating the balloon. It was noted that the balloon "caught" on the stent; however, the stent remained implanted. The physician began "twisting" the balloon in order to withdraw it. Due to the fact that the balloon failed to completely rewrap, the sds could not be withdrawn through the sheath. Therefore, the sheath and sds were withdrawn as a single unit. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "ok". This device is ous only, but there is a same or similar device marked in the us.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.